Manufacturer narrative:
Follow up 4/27/2015: contact reported that customer's blood glucose level remained stable. Additionally, contact reported that the cause of the issue had not been determined but was not a technical issue and may have been related to carbs. The product has not been received for eval. Should additional info be received a supplemental form will be completed.

Event description:
Contact alleged that the insulin on board (iob) feature was incorrect. During troubleshooting with tandem technical support, pump bolus history was reviewed and showed that a quick bolus and a standard bolus were completed. Contact indicated that the standard bolus was programmed but the quick bolus was not. Reportedly, the quick bolus may have initiated when the customer bent down. Customer's blood glucose level was unaffected.